Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra sheath. During the procedure, the physician introduced the jet7 into the sheath and noticed that blood was coming out of a hole in the proximal end of the jet7. Therefore, the jet7 was removed. The procedure was completed using a new jet7 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00163. Section h. Box 3. Device returned to manufacturer? Results: the jet7 was kinked approximately 1.5 cm from the hub underneath the strain relief. The strain relief was unraveled, and a puncture was present underneath the strain relief. Conclusions: evaluation of the returned jet7 revealed a kink and a puncture underneath the strain relief. If the jet7 is manipulated at an extreme angle during use, damage such as a kink may occur. Further manipulation of the kink device may result in a leak at the kinked location. During decontamination, bubbles were observed coming from underneath the strain relief. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.